Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2020. According to the complainant, at the conclusion of the procedure, the balloon would not deflate properly. Reportedly, they had to use a device to cut the balloon in order to be removed from the patient. The procedure was completed at this time. There have been no patient complications reported as a result of this event.